Event description:
It was reported that the colonoscope angulation was "too tight and was not angling at all." The event occurred during a diagnostic colonoscopy which caused a prolongation of procedure for greater than or equal to 30 minutes while patient was sedated. The procedure was completed with the same device. There were no reports of patient or user harm.